Event description:
Pt admitted to hospital in 2001 with abdominal pain. Initial surgery performed 2 days later for perforated viscus. Pt was taken back to surgery 1 week later for repair of anastomotic dehiscence secondary to staple misfire with truncal vagotomy. During procedure a staple was carefully removed from pt and returned to ethicon for eval.